Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon transeptal crossing, there was difficulty to get across the septum at the step-up portion from the dilator to the faradrive steerable sheath clear. Upon inspection, it was noted that the faradrive steerable sheath clear appeared flared out creating a large step up. The faradrive steerable sheath clear was replaced and a super stiff wire was used for the crossing. The procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Device analysis of the returned sheath and its dilator identified the sheath tip to be bulbous and the tapered edge of the sheath tip exhibited increased thickness of the black silicone material. These conditions of the sheath tip produced a pronounced step transition at the distal interface, which impeded the smooth insertion of the sheath and dilator into the patient's anatomy.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon transeptal crossing, there was difficulty to get across the septum at the step up portion from the dilator to the faradrive steerable sheath clear. Upon inspection, it was noted that the faradrive steerable sheath clear appeared flared out creating a large step up. The faradrive steerable sheath clear was replaced and a super stiff wire was used for the crossing. The procedure was completed successfully. No patient complications occurred. The sheath has been received at boston scientific's post market laboratory